Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed. The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units with multiple cartridges during the load process. One of the cartridges had been filled with cold insulin. There was no impact to the customer's blood glucose level.